Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. In the system logs, the 23008 error was found indicating pot to encoder fault on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where the sensors check failed on yaw. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was applied behavioral analysis (aba) tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a sensor error within the yaw searchlight sensor assembly in the affected usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The usm has been received for failure analysis testing, but the fa has not yet been completed.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, post administration of anesthesia, persistent error code 23008 occurred on universal surgical manipulator (usm) 1. The customer tried to recover the error and power cycled the system, but the issue was not resolved. The tse confirmed multiple errors in the logs pointing to usm 1 issue. Usm 1 was repositioned (stowed) and further troubleshooting cleared the error fault. The surgeon elected to abort the planned procedure. No patient injury reported. No further information is provided.